Event description:
Customer received two potential false negative results when testing with the cue covid-19 test for home and over the counter (otc) use. This report is to document one of the two false negative results. See case-(B)(4) for alternate false negative result. Customer received a false negative result on (B)(6) 2022 using the cue covid-19 test for home and over the counter (otc) use cartridge sn (B)(4), lot 19902d, reader sn (B)(4). A cue covid-19 performed on (B)(6) 2022 provided a positive result. On (B)(6) 2022, customer tested positive with two unspecified covid-19 antigen tests. Customer was exposed to covid-19 on (B)(6) 2022 and reported symptoms such as congestion and a sore throat. Customer mentioned the cartridges had been exposed to cold temperatures outside the recommended temperature range overnight in a car around five days before the customer first tested negative.

Manufacturer narrative:
Explanation for device evaluated by MFR: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false negative tests and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were three similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.